Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump was making a grinding sound while rewinding and prompted with an error indicating circuit failure. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.